Event description:
During a left colectomy procedure, after a cs29 stapler had been clamped on tissue via an idrivec, the indicator light showed red, the stapler could not be fired, and was subsequently removed from the pt with some difficulty. The procedure was completed by means of another device.

Manufacturer narrative:
During the investigation of the returned device, it was noted that the clamping shaft had some damage. However, this damage is not the root cause of the event. The report that the indicator light showed red could not be duplicated. This complaint will be monitored and trended.